Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The surgeon reported there was no device malfunction, the event was related to adhesions and forceful traction. Review of the fenestrated bipolar forceps instrument log was completed, and no errors related to the reported event were observed. Review of the system log was completed, and no related system errors were observed.

Event description:
It was reported that during a da vinci-assisted left lower lobe pulmonary lobectomy procedure, a branch of the pulmonary artery was damaged requiring conversion to open surgery. The surgeon reported that the issue occurred while operating between the upper and lower lobes of the left lung when the lung tissue was pulled with extra force using the fenestrated bipolar forceps instrument. A branch of the pulmonary artery contained within the tissue was damaged, making it difficult to control the bleeding. The bleeding site was compressed with lung tissue, but it could not be controlled. The surgeon made the clinical decision to convert to thoracotomy and the bleeding was stopped with a third-party sealant patch ¿tacho seal¿. The estimated blood loss was 1,500ml or more. An unspecified amount of blood was transfused. The surgeon believes the cause of the bleeding was due to adhesions present between the pulmonary lobes when excessive traction was placed on the tissues. The procedure was successfully completed after conversion. The patient did not experience post-operative complications, was still in the hospital and was recovering well. The surgeon reported that there was no da vinci product malfunction.